Manufacturer narrative:
Two contacts at the customer account were unable to provide additional details regarding the stryker product involved in the alleged event or the severity of any adverse consequences that may have occurred as a result.

Event description:
It was reported that a patient had waited in the emergency room on an unspecified stretcher for 16 hours, during which time a pressure ulcer on the sacral region further deteriorated. No device malfunction was alleged at the time of reporting.

Event description:
It was reported that a patient had waited in the emergency room on an unspecified stretcher for 16 hours, during which time a pressure ulcer on the sacral region further deteriorated. No device malfunction was alleged at the time of reporting.